Event description:
Additional information reported the results of the revision procedure were "good." It was noted the patient was "receiving the therapy with good benefits" and was able to "recharge properly" at the time of follow-up.

Event description:
It was reported the patient experienced dehiscence with their implantable neurostimulator (ins). It was further reported there was an infection of the wound. A revision procedure was performed due to the dehiscence. It was noted the patient¿s sister ¿thought the dehiscence was due to the stimulator that warmed the tissue and burned it.¿ the patient¿s ins was ¿placed under muscle in a thin patient¿ and otherwise ¿charged with good performance.¿ additional information has been requested regarding the patient¿s outcome; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).